Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacterial infection after long term intravenous drug abuse. The patient was treated with intravenous antibiotics. Also, during the explant procedure of the ra lead, the physician was not able to extract a portion of the helix, subsequently the portion remained near the pocket of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 002: corrected fields: outcomes attrib to adv event (b2) this implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that the lead tip separation during removal may occur due to a mixture of lead handling, patient anatomy, and lead design. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacterial infection after long term intravenous drug abuse. The patient was treated with intravenous antibiotics. Also, during the explant procedure of the ra lead, the physician was not able to extract a portion of the helix, subsequently the portion remained near the pocket of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to bacterial infection after long term intravenous drug abuse. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.